Event description:
When plugging in the tacticath se the force could not be zeroed as a warning came up over the force graph saying that "tacticath is only approved for single use and can not be re-used", despite the device being brand new. The catheter was exchanged for another tacticath se and the issue resolved itself. The procedure was successful and there were no patient consequences.

Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r. The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h10. The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.